Event description:
On (B)(4) 2012, the reporter called animas alleging that for the past few days, the ok keypad button has been less responsive, requiring multiple (5) presses to evoke a response. The patient is reported to keep the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was noted to be torn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The contrast up arrow and down arrow keypad buttons responded normally when pressed. The ok keypad button did not respond when pressed. The up arrow and contrast keypad buttons had intermittent spring back or click. The down arrow keypad button had normal spring back or click. The keypad was removed for investigation and revealed contamination under all contact buttons. The ok button contact was inverted.